Manufacturer narrative:
During testing the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The displayed whitescreen error was "device malfunction: system kernel error" with procname: phykeytimer. The whitescreen error could not be cleared, so the device history log could not be downloaded. The device did not pass the sdram test. The probable cause of the whitescreen error was due to the uic (user interface controller) som2 module. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed and displayed a software error. This did not indicate a reportable malfunction. However, during verification testing at the service center the device displayed a white screen during the battery reconditioning test.